Manufacturer narrative:
The complaint devices were received and evaluated. Visual examination revealed that the sleeves on both anchor handles were retracted, consistent with the device being used. Visual examination also revealed that one of the prongs on the distal tip of the sleeve is bent outwards, confirming this portion of the complaint. It was reported that the tip was damaged after the surgeon used a hammer on the anchor. This device failure can be attributed to device misuse, as incorrect instrumentation was used to deploy the anchor. The anchors were not returned with the devices and the suture was not present in the card within the handle of the devices. Therefore, the complaint of the anchors not being able to be inserted and breaking cannot be confirmed. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no internally assignable cause for the reported issue. Review of the depuy synthes (B)(4) complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2017-10109.

Event description:
The affiliate reported via email the surgeon has used micro quickanchor plus in the past. He tried to insert the reported 1st anchor, but it did not go inside during the procedure. Although he pressed the anchor with the hammer, the transparent part on the anchor tip was not raised. Also, the tip broke. The 2nd anchor resulted in the same failure. He completed the surgery with a 40-minute delay. They were brand new and the first use when the issue occurred. There was no harm to the patient. Additional information received via email from the affiliate on 2-28-17: type of procedure is unknown. Both anchors broke at the same place. There is no information if the original bone hole was used to complete the procedure additional information received via email from the affiliate on 3-6-17: no further information if the tip of the first anchor was removed from the patient.